Event description:
Patient presented to department for ultrasound guided renal biopsy. Utilized bard max-core biopsy needle to collect samples. The first biopsy was taken and provided an adequate specimen. A second and third biopsy attempt were made, and the needle incompletely fired resulting in no sample collection. Samples 4, 5, and 6 were collected successfully using a bard mission needle. Chief of radiology made the patient aware of the unsuccessful samples and the resulting additional biopsies being taken as a result. From radiology report: 1st sample was obtained targeting the cortex of the lower pole of the left kidney and was placed in chilled saline. 2 other biopsy attempts using the same needle were unsuccessful, as it was noted that after "firing" the needle using the end deployment button, only the 1st stage occurred, with the biopsy slot exposed, though the outer cutting needle did not extend over the biopsy slot. Thus, no samples were obtained with those 2 biopsy attempts. The side mechanism was well away from the biopsy guide, and thus I did not feel that mechanical impedance was the etiology for this failure. 3 additional samples were obtained using an 18-gauge temno core biopsy needle, with satisfactory cores obtained. Our materials department has made the rep aware.